Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that they were having pain in the back and one of the lead wire got pulled loose. It was reported that a revision was done. The patient reported that they could not turn the ins on because it felt like they were getting a bad pinch like ice pick right in the center of their back. The patient reported that they had all the leads replaced.